Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2015-09-14). The evaluation/investigation confirmed that the stationary jaw of the grasping forceps had broken off. However, no part was missing since the fragment was returned as well. Causal for this damage and breakage of the jaw is fatigue due to long-term use (date of manufacture: 03/2009). It is clearly stated in the instructions for use that even products designed to be reused have a limited service life. A number of factors connected with handling and some reprocessing methods may lead to increased wear of the product. The service life can be markedly shortened. The product must be replaced if signs of wear become visible. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during cleaning/reprocessing after a therapeutic laparoscopic cholecystectomy procedure (date of procedure: (B)(6) 2015), the user facility staff noticed that the stationary jaw of the grasping forceps had broken off and was missing. Subsequently, an x-ray was taken where the device fragment was found inside the patient's abdominal cavity. A follow-up procedure was then performed (date of procedure: (B)(6) 2015) and the device fragment was successfully retrieved from behind the patient's liver. However, it was reported that the patient lost approx. 400 ml of blood caused by bleeding around the liver. No further information was provided and the patient's current condition and outcome is also unknown.